Event description:
It was reported that the patient underwent a knee arthroplasty revision to address aseptic tibial component loosening approximately ten (10) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Concomitant product devices: nexgen lps-flex posterior stabilized precoat femoral component catalog #: 00596001652 lot #: 61962304. Nexgen lps-flex posterior stabilized articular surface size ef 10mm catalog #: 00596404010 lot #: 61926186. Report source: foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on (B)(6) 2022 under manufacturing report number 0001822565-2022-00889 & 0001822565-2022-00890. Investigation incomplete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4, b4, b7, g3, g6, h2, h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - stem. Radiographic review of x-rays provided identified periprosthetic lucency along the inferior margin of the medial tibial plate, consistent with the patient's reported loosening. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.